Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt had not charged their device and pt stopped using their therapy/device 6 months to 1 year ago. Pt had such a hard time getting the recharger (rtm) paddle just right and caller stated pt tried charging their ins a couple months ago. Pt was able to charge the controller but charging the ins was intermittent and it would charge then stop. Caller mentioned it was hard for the rtm to find the device. Caller also mentioned pt was an inpatient at the hospital and caller confirmed the hospital stay was not related to the medtronic device. Caller mentioned pt will have a new device implanted on may 17th.

Manufacturer narrative:
(B)(6): product ID: 97755, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.